Event description:
Report rec'd from (B)(6) requesting service as needed. During servicing of the device, damaged neuro tip was found. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).